Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue. Upon initial power up, unit went into suspend mode automatically and would not come out of suspend mode until the sensor was detached to activate the fail safe. Afterwards, the alarm would continue to sound even though the hold/suspend button was pressed or held. Tone selector button does not work. Low battery indicator does sound when low voltage is applied but at a faster rate than normal. The hold/suspend button is coming out of the case, the battery door is missing and there is a chip on the bottom of the case where the sides meet. (B)(4).

Event description:
Customer reported when the alarm is in use and the hold/suspend button is pushed, the alarm continuously sounds. Customer did not provide a date when this was discovered. No pt incident or injury reported.